Event description:
It was reported the patient received atp therapy inappropriately for sinus tachycardia. The device was reprogrammed and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.